Event description:
Pdc received an initial call on 07/24/2015 reporting a medical intervention that occurred on (B)(6) 2015 around 6-7pm (complaint #(B)(4)). Patient ((B)(6)) stated that he was prompted to call due to exhibiting signs of feeling very sleepy and thirsty. Patient stated that he was not sure but thinks that the reading on the prodigy meter at the time of the event was a little over 100mg/dl. Patient was transported to emergency room by his son. Patient also stated that he performed and additional test before going to emergency room but no test results were provided. Patient was not sure but though his glucose level upon arrival at emergency room was 525mg/dl. Patient was given insulin to lower his glucose while in emergency room. No dosage of insulin was provided. No additional glucose test were performed prior to discharge from emergency room. Patient's total stay in hospital was 4 days. Patient also called in previously on (B)(6) 2015 reporting that his prodigy meter was not working properly. Control solution test could not be performed because control solution was expired. On (B)(6) 2015 control solution was performed and meter test results were within the acceptable range.

Event description:
This is a supplemental report to correct device serial number on previous initial report (3008789114-2015-00005), complaint# (B)(4) sent to the FDA on 08/24/2015. Device serial number has been corrected in this supplemental report.

Manufacturer narrative:
Notification: due to prodigy account inadvertently not being migrated from https://esgtest.FDA.gov to https://esg.FDA.gov, this report was previously submitted to MDR test environment. This is a re-submission through https://esg.FDA.gov production webtrader.

Event description:
This is a supplemental report to initial report 3008789114-2015-00005 to submit additional investigation results from the manufacturer of the suspect device. Device was not returned to prodigy. Manufacturer performed record investigation. Results are in" files attached" section of this report. Also reference MFR 3005862821-2015-00007.